Event description:
The customer reported the insulin pump alarming button error. The potentially significant event leading up to the alarm was the customer leaning against the insulin pump while working out at the gym. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer also reported being hospitalized in (B)(6) 2014 with a blood glucose value of 10 mg/dl. The significant event leading up to the hospitalization was the customer priming while connected to the insulin pump. The customer's blood glucose value at the time of the phone call was 185 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests were not performed due to unresponsive keypad and or button. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.